Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ii us mr 2.50 x 38 mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Stent struts were lifted close to midsection of stent towards the distal section. The undamaged section of the crimped stent od(outer diameter) was measured and was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of a 2.50 x 38 mm synergy ii drug eluting stent, it was noted that the stent was pulled off from the delivery system. The device was never used inside the patient and the procedure was completed with a different device. No patient complications were reported.